Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of less than 20 mg/dl and 21 mg/dl. Patient's other blood glucose value 96 mg/dl. Customer was treated with glucagon, then treated with an intravenous filled with sugars to raise. The customer was treated with food. Based on customer report customer does not allege pump was over delivering. The customer was wearing the insulin pump during the hospitalization. The insulin pump was not expected to be returned for analysis.